Event description:
Primary stability achieved, no osseointegration. Extraction of root tooth and immediate placement of implant. After 4 months patient came for impression making for crown. Dentist found bone loss and mobile implant. Removed implant and sutured.